Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins was turning off by itself. When the patient would look at their controller in the morning, it would say that their stimulation was off. The patient was unable to feel the stimulation. The caller noted that they would turn the stimulation back on and that they would only feel the stimulation if they increased it high. The patient noted that they never touch the ¿stim off¿ button on the top of the controller. The patient planned to see their healthcare provider (hcp) to have their ins checked. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. It was reported that sometimes the stimulator says it was turned off. The manufacturing representative suggested it might be the controller battery. The ins battery is full, and the controller battery is about half and was charging presently. They unlocked the controller and controller said stimulation was off. The patient stated their ins battery was full, and their controller battery was about half and was charging. A request to receive a new controller and battery was sent. No further complications were reported. Information was received from the consumer. It was reported the patient's stimulation turned off and they had not used the controller to turn it off. They stated they never let their implant battery go low. The patient said they kept their implant charged. They noted that the 'implant turned off when the implant battery is not 30% or lower'. They also noted that more than half the time when they checked their implant it was off. They checked as status on controller and as is turned off. They mentioned their controller had already been replaced. No further complications were reported.